Manufacturer narrative:
The new components implanted on (B)(6) 2017 are: femur standard cemented, ref 3010.204g lot n°157130. Insert standard 3040.0409 lot n° 130989. Tibial tray 3031.0204 lot n° 171280. Batch review performed on 13 november 2018: lot 132455: (B)(4) items manufactured and released on 06 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Note: this component (patella resurfacing) was not revised.

Event description:
The patient complained of pain due to luxation of the patella noticed after radiological examination done 17 days after primary. Insert, femoral and tibial components implanted in (B)(6) 2016 were revised. The patella was left in place. Note: event happened in (B)(6) 2017 and notified in october 2018.